Event description:
Customer reported a patient was being monitored by the passport v bedside monitor and panorama central station, a ventricular tachycardia event occurred but the panorama central station alarmed for a low heart rate. No patient injury was reported.

Manufacturer narrative:
An investigation is in process.